Event description:
During index procedure, the patient had five (5) endeavor sprint drug eluting stents implanted; three in the rca and two in the lad. It was reported that an angiographic complication of dissection occurred after placement of the stents in the lad.

Manufacturer narrative:
(B)(4).